Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/03/2008, by fax, and mail. A completed questionnaire was received on 12/08/2008.

Event description:
An optometrist reported a patient with an unexpected postoperative refraction with residual astigmatism following intraocular lens (iol) implant surgery. In a follow-up, in the surgeon's opinion, the device did not cause or contribute to the event and the prognosis for the patient as "good". There are two medical device reports associated with these events. This report is for the left eye.